Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic with oversensing on stored egm. Patient will be monitored with routine follow-up.